Event description:
Reference number (B)(4). Event occured in canada it was reported that the patient experienced an infusion set blockage attributed to the use of off-label insulin, resulting in hyperglycemia with a blood glucose level of 22 mmol/l on 11-feb-2026. The elevated blood glucose was treated with a corrective insulin injection administered through multiple daily injection. No further information is available

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.